Manufacturer narrative:
Corrected data e1.

Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed due to incontinence from a malfunction. A new artificial urinary sphincter pump and balloon were implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed due to unspecified reasons. A new artificial urinary sphincter pump and balloon were implanted. Additional information received indicated the device was replaced as the patient experienced incontinence due to malfunction.